Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using hickman s/l catheter. Sometime post a catheter placement, the outer layer of the catheter allegedly bulged while flushing. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, two photos and one video was provided for review. The photo showed no sign of bulging. However, in the video review ballooning was observed the catheter during infusion and aspiration. Therefore, the investigation is confirmed for the reported material, stretched (as ballooning was observed). A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a chronic catheter placement procedure using hickman s/l catheter. It was reported that sometime post a catheter placement, the outer layer of the catheter allegedly bulged while flushing. The catheter was removed and replaced. There was no reported patient injury.